Event description:
It was reported by service report that the clamp on the rail assembly is not aligned properly for installment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Clamp on the cot fastener rail assembly was not aligning properly to lock the cot into place.